Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. The customer's reported problem could not be duplicated. According to the investigation, no issues were found with the device alarming "high pressure" during investigation. The device was tested three times and all three tests passed within internal specification. However, service will replace the pump downstream sensor as a preventive measure. No fault found.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "high pressure alarms". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.